Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker triggered elective replacement indication (eri) when the battery voltage still above the expected level. No intervention was reported. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Further information requested but was not received.